Manufacturer narrative:
The investigation determined that lower than expected vitros valp results were obtained on two levels of non vitros biorad qc fluid on a vitros 5600 integrated system. The assignable cause was an issue with the valp reagent pack in use at the time of the event. The specific issue with the valp reagent pack in use was not determined. The lower than expected quality control results were obtained from a single reagent pack of vitros valp reagent. Historical qc results indicate that vitros valp lot 2511-30-8922 was performing as intended prior to loading of the affected reagent pack. In addition, expected valp results were obtained after a new, unused reagent pack from the same lot of vitros valp was placed on the instrument. The investigation was unable to confirm the laboratory protocol for reagent pack storage and handling for the vitros valp reagent and therefore improper reagent pack handling cannot be ruled out as a possible cause of this event. The customer did not process any diagnostic precision tests, however an instrument issue is not like a likely contributor to the lower than expected results, as expected results were obtained after a new vitros valp reagent pack was loaded with no actions performed to the analyzer. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros valp lot 2511-30-8922. Email address for contact office above is (B)(6).

Event description:
The investigation determined that lower than expected vitros valp results were obtained on two levels of non vitros biorad qc fluid on a vitros 5600 integrated system. Biorad lot 89301 results of 2.45 and 2.13 ug/ml versus the expected result of 34.9 ug/ml. Biorad lot 89303 results of 39.0 and 40.5 ug/ml versus the expected result of 118.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from non-patient quality control fluid and were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).